Event description:
It was reported that "on that on may 30th, a neurosurgeon broke a f2/8ta23 bur using the af02 attachment and legend drill. The bur was recovered and there was no patient impact. A new bur was opened and the craniotomy was completed. I believe the surgeon just use a bit too much force in the wrong direction. Unfortunately, the bur was disposed of, so I will not be able to return it." On follow-up, it was noted that there was no report of patient impact.

Manufacturer narrative:
Report confirmed based on event. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The manufacturing records were reviewed and no deviations were noted. This is the first report for this product/lot combination. On follow-up, it was noted that there was no report of patient impact. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.